Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(4) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The pump reportedly dispensed insulin during the load cartridge step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up 1: (B)(4) device evaluation: the pump has been returned and evaluated by product analysis on 03/26/2013 with the following findings: a review of the black box history revealed multiple "loss of prime" warnings on the reported event date. The pump successfully powered on to the verify screen. The pump was found not to detect the cartridge during the load step. The force sensor was found to be out of calibration and there was contamination found on the force sensor assembly. Unrelated to the complaint, the battery compartment was found to be cracked, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Also unrelated to the complaint, the keypad was found to be torn around the ok keypad button. All keypad buttons were found to be intermittently responsive and contamination was found under the key contacts. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.